Manufacturer narrative:
Concomitant product(s) : product ID: 8780, lot# n522555006, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a post-market clinical study regarding a patient receiving morphine (3.0 mg/ml at 0.5009 mg/day) via an implanted pump. The indication for use was spinal pain. On (B)(6) 2015, the patient noted yellow-green exudate coming through the staples of the left abdominal incision. Upon examination, the site was slightly red around the staples, warm to the touch and there was slight swelling. The medication bactrim (ds bid x 10 days) was administered. An infection was suspected. On (B)(6) 2015, there was a small amount of serosanguineous drainage coming from a pinhole leak in the lateral proximal end of the left abdominal incision. The physician sutured the area of the incision that was not yet approximated where the drainage was being expressed. The medication bactrim (ds bid x 10 days) was initiated. On (B)(6) 2015, the drainage was resolved. On (B)(6) 2015, the left abdominal incision was healing well without any signs of infection. The suture was removed. On (B)(6) 2015, there was recurrent serosanguineous drainage. The medication clindamycin (300 mg 1 q.i.d. X 7 days) was initiated. On (B)(6) 2015, the wound appeared moderately erythematous, but there was no induration or discharge. A pump pocket seroma was aspirated (45 cc of fluid). Culture results were negative. On (B)(6) 2015, the lateral aspect of the wound appeared erythematous with a small amount of serous discharge. The patient was taken to surgery for pump pocket exploration, washout, and revision. During surgery it was observed that the tissue behind the pump appeared red and excoriated, oozing serosanguineous fluid. There was no evidence of infection. Intraoperative and postoperative antibiotics were administered. On (B)(6) 2015, there was no sign of infection at the wound site. The patient was discharged without any further antibiotics. Cultures were negative. The event resulted in in-patient hospitalization or prolonged hospitalization and unscheduled clinic/office visits. The event was possibly related to the device or therapy and unlikely related to the implant procedure. The event outcome was reported as "resolved with sequela" on (B)(6) 2015 with the sequela being "recurrence of seroma/suspected wound infection."